Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Event description:
Litigation papers allege the patient experienced symptoms and damage to his body including, but not limited to, constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; chromium and cobalt metal toxicity; lack of mobility; and other complications. It is further alleged that due to these complications, the patient will undergo revision surgery in the future.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) form received which identified part/lot information and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.